Event description:
It was reported while using bd smartsite¿ 1-way extension set with j-loop the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: tubing on the product is too small, the doctors and the nursing staff are unable to administer medication properly.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a 20021e7d sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22085950. The feedback provided by the customer suggests the set was difficult to infuse through. As part of the feedback the customer provided photographs of the complaint set; however analysis of the photographs did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22085950 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience. Please note, this is a microbore tubing set, the smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, therefore this can translate into an increased force being required to manually prime or inject into the infusion line.

Event description:
It was reported while using bd smartsite¿ 1-way extension set with j-loop the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: tubing on the product is too small, the doctors and the nursing staff are unable to administer medication properly.